Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a missing sensor wire occurred. No data or product was provided for investigation, however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No injury or medical intervention was reported.